Event description:
It was reported that the patients ipg would not hold a charge for longer than a day. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple months prior to the date the manufacturer was made aware.